Event description:
It was reported during coil delivery, the coil detached inside the catheter. The physician was able to push the coil inside the aneurysm with a guidewire. No pt injury reported.

Manufacturer narrative:
The device involved in this event will not be returned for eval as it was implanted in the pt.